Manufacturer narrative:
Device evaluation is anticipated but has not yet begun. If additional information is received, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this bioprosthetic valve was implanted during a left ventricular outflow tract reconstruction. Immediately post implant and during the implant procedure, the valve became disformed. The physician explanted the device and replaced it with a more rigid device. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. The valve appeared to be discolored showing evidence of blood contact. A metal-like pledget with a white multifilament suture attached was also received with the valve. All leaflets were flexible and intact. All commissures were found to be intact. No other anomalies were found. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information available and analysis results of the returned device, the clinical observation could not be confirmed or determined. The received information mentioned that the alleged deformation was due to patient anatomy. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.